Event description:
Paramedics attended to a patient diagnosed as asystolic. After approximately 10 minutes of therapy, a countershock was attempted. The defibrillator allegedly failed to discharge. The patient was not resuscitated. The reporter indicated that the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's lack of viability.